Event description:
This incident was reported by the healthcare provider and limited information has been made available. According to the details provided, the patient experienced a bacterial infection identified as acanthamoeba keratitis. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution as acanthamoeba keratitis can result in permanent injury and/or require medication or medical intervention to prevent or preclude permanent injury. Should further information become available, a follow-up report will be submitted as appropriate. It is unknown if this incident involves both the right and left eyes. With the patient wearing different device model in each eye, please refer to linked manufacturer report (B)(6) 2640128-2024-00008 for second associated incident report.

Manufacturer narrative:
Manufacturers investigation of the returned device and manufacturing records found no failures or nonconformances and no trends were identified. No root cause could be established, the relationship between the coopervision device and the incident is unconfirmed. It is unknown if this incident involves both the right and left eyes. With the patient wearing different device model in each eye, please refer to linked manufacturer report (B)(6) 2640128-2024-00008 for second associated incident report.